Event description:
On (B)(6), 2012, the pt underwent repair of an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. Upon removal of an 18 fr gore dryseal sheath the artery was ruptured at the bifurcation of the right common iliac artery. The pt underwent a right ilio femoral bypass. As there was still a tear above the bypass, the pt was also implanted with an express stent. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath instructions for use, the 18 fr gore dryseal sheath is for an artery with an outer diameter of 6.8 mm. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.